Event description:
The device was being serviced in the field for scheduled maintenance. During testing, the baxter technician reported an infusion pump that failed an accurcy test for overinfusion. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The pump was serviced in 2007. The reported condition of a failed accuracy test for overinfusion was confirmed during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.